Manufacturer narrative:
The device remains implanted. Revision will take place in six weeks. Device will be returned at that time. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The surgeon reported a broken gamma3 nail. He further reported that at this moment he decided to wait to revise for another 6 weeks, because the pt prefers it and does not have a lot of pain.